Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation. It was stated that the patient's programmer was showing "the doctor picture" and end of service (eos). It was reported that the patient's implantable neurostimulator (ins) was depleted after 1.5 years of use. The patient was scheduled for a replacement of the ins on (B)(6) 2009. The doctor planned on implanting a rechargeable device. The patient's symptoms was "no stimulation". It was noted that the patient had been to the doctor on (B)(6) 2009 to check the device and the battery was at "end of service". It was stated that the patient outcome was "no injury". Additional information received reported that the patient's implant had only lasted 2 years, not the 5 like they were told. Additional information received reported that the patient's device had only lasted two years and it was supposed to last 5 year and they had to have it replaced in 2009.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 377860 lot# v022726015, implanted: 2007 (B)(6); product type lead product ID 377860 lot# v022726016, implanted: 2007 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient. (B)(4).